Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pelvic pain, difficulty with daily activities, forced to undergo extensive medical treatment including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various ares of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia, urinary incontinence, physical deformity, and the loss of the ability to perform sexually, erosion of the vaginal wall and other tissues, infection, permanent and substantial physical deformity, physical pain.